Event description:
My son has a spot on his face that he keeps picking at. We had been using regular bandaids and he was taking them off. Someone recommended using waterproof bandaids. We bought equate watershield plus antibacterial adhesive bandaids. The next day, his daycare sent me a picture of his face and it was bubbled up and looked terrible where the bandaids had been. The bandaid caused a chemical burn. The blisters have gone away and are now scabs all in the shape of a bandaid on my son's face. Reason for use: cover bug bite on face and prevent it from getting infected.